Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilation and showed a technical fault during use. No patient injury was reported.

Event description:
It was reported that the device stopped ventilation and showed a technical fault during use. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries contain no information for the reported date of event, june 10. On june 11 there are multiple failed device tests, multiple error messages "sensor s6 is outside the valid range" between 09:09 and 11:59 (device time) and two error codes "automatic zeroing function is faulty" at 12:02 and 12:03. The error messages indicate a faulty pcb sensor. After replacement of the pcb sensor the device passed a full functional test without deviation. In case of a technical problem (e.g. "Device failure") the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.